Event description:
Found during inspection. Customer reported that device won't power on. There was no pt associated with the report.

Manufacturer narrative:
The device is being returned to physio-control for evaluation. Physio-control will submit a supplemental report on this event.